Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was hospitalized due to multiple syncopal episodes. It was noted that the patient had ventricular tachycardia (vt) and hypotension. The cause of the syncope was not known. The field representative was contacted for a device interrogation where it was found that there was no capture in the left ventricle, thus the vector was reprogrammed and output was adjusted. The patient also had a couple of true pacemaker mediated tachycardia (pmt) episodes, thus the post-ventricular atrial refractory period (pvarp) was increased. It was also noted that there was a ventricular fibrillation (vf) episode two or three days prior with a successful single shock conversion. No additional adverse patient effects were reported.